Event description:
During follow-up, oversensing due to noise was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient is in stable condition.

Manufacturer narrative:
The reported events of noise and damage of the lead were confirmed. As received, a complete lead was returned in one piece. Visual examination found external insulation abrasion breaching the outer insulation consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events were isolated to the insulation abrasion consistent with friction to the device can. Visual and x-ray examination did not find any other anomalies with the exception of damages consistent with procedure.